Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction centrifuge bowl leak/break. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review for kit lot g312 was conducted. There were no non-conformances associated with this lot. This lot met all release requirements. A review of kit lot g312 for the reported issue shows no trends. Trends were reviewed for complaint categories, centrifuge bowl leak/break and system error. No trends were detected for each complaint category. Photographs were provided by the customer for evaluation. A review of the customer provided photographs verify the centrifuge bowl break had occurred during treatment, as pieces of the centrifuge bowl are seen in the centrifuge chamber. The photographs provided show the leak detector strip is damaged. The damaged leak detector strip would result in a system error alarm as reported by the customer. The cause of the system error alarm is most likely the centrifuge bowl breaking and impacting the centrifuge leak detector strip. A material trace of the bowl assembly and its components used to build lot g312 found no related nonconformances. A device history record review did not identify any related non-conformances, and this kit lot had passed all lot release testing. The root cause of the centrifuge bowl break could not be determined based on the photographs provided. No further action is required at this time. This investigation is now complete. (B)(4).

Event description:
The customer called to report a centrifuge bowl leak/break during the treatment procedure. The customer stated approximately 500 ml of whole blood was processed at the time the break occurred. The customer stated when rebooting the instrument after the break they received a system error alarm. The customer aborted the procedure and did not return blood to the patient. The customer stated the patient was stable. The customer has returned photographs for investigation.

Manufacturer narrative:
The smartcard was returned for evaluation. A review of the data recorded on the returned smartcard identified that the centrifuge bowl likely broke after 219 ml of whole blood processed as an alarm #7: blood leak (centrifuge chamber) alarm was received at this point during the treatment. Several collect and return pressure alarms were recorded on the smartcard throughout the treatment prior to the alarm #7: blood leak (centrifuge chamber) alarm. In addition, a system error #9 was recorded four times on the smartcard after the alarm #7: blood leak (centrifuge chamber) alarm was received. The root cause for the bowl break could not be determined based on the smartcard data. No manufacturing related defects were identified through this investigation. No further action is required at this time. This investigation is now complete. (B)(4). P.t. (B)(6) 2018.